Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.0, 4.9, 7.2. Caller also alleged discrepant results compared with the dr's meter. Results as follows: date: (B)(6) 2011, inratio: 5.4, dr's meter: 3.9. Pt's therapeutic range: 2.5 - 3.5 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 7.0, 2nd inr: 4.9, 3rd inr: 7.2, mean: 6.37, sd: 1.27, %cv: 20.01. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: inratio: 5.4, reference: 3.9, mean: 4.65, confidence limits: 2.6 - 6.9. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Analysis of customer's f/u data revealed that inratio and reference test result comparison did meet accuracy criteria. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011, revealed that result comparison met precision criteria. Investigation results for retained strip lot# 243104: donor 58: 1st inr: 2.4, 2nd inr: 2.4, 3rd inr: 2.4, mean: 2.40, sd: 0.00, %cv: 0.00. Donor 59: 2.5, 2.6, 2.6, 2.57, 0.06, 2.25. %cv for both donors are less than 16% and meet criteria for precision. No further investigation required. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time as no product deficiency was established.